Manufacturer narrative:
(B)(4). Customer returned pump for alleged blank display followed by an error, pump error 23 alarm, moisture damage, and cosmetic damage on the back of the pump found on (B)(6) 2022. The pump powered up properly after battery installation. No blank display noted. The pump passed the sleep current measurement, active current measurement, self test and displacement test. No unexpected pump error 23 alarm noted during testing. Successfully downloaded the trace/history files using thump. A review of the history files reveals that on (B)(6) 2022 at 13:29 there was one (1) pump error 23 alarm, one (1) pump error 68 alarm, two (2) pump error 49 alarms occurred. No excessive or unusual power/battery related alarms noted. The pump was monitored and no blank display or powering off noted. The pump was cut open for a visual inspection. No damage or moisture damage noted on pcba 2, motor, or force sensor however, moisture was found on pcba 1 and the vibrate harness assembly. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked select button keypad overlay, pillowing keypad overlay, and cracked battery compartment. Blank display followed by an error (pump error 23) are not confirmed. Cosmetic damage on the battery compartment and moisture damage are confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a crack. Crack on the case and moisture inside the pump. No harm requiring medical intervention was reported. Troubleshooting was performed and the customer will discontinue use of the device.